Event description:
The pt's nasal ft (silicone salem pump) clogged after administration of morning dose of lansoprazole odt via tube. Rn worked on it and was able to unclog the tube. About two hours later with another med administration (calcium citrate, mv w/ minerals), the tube was clogged and unable to unclog; nurse tried hot water and (B)(6). This report is consistent with multiple prior incidents in other pts at our institution of tube occlusion secondary to lansoprazole solu-tab administration.